Event description:
It was reported that the device is suspected of reaching premature battery depletion. It was also reported that noise was observed the right atrial (ra) lead. The device will be replaced soon and the ra lead remains in use and is being followed up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this concomitant products: (B)(4) implantable pacemaker cardio/defib 2008 (B)(6); 6947 implantable tachy lead 2008 (B)(6). (B)(4).